Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument not cauterizing the tissue. The customer exchanged the bipolar cords first then exchanged the davinci instrument. 7/14 lives left. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing ordinary was observed. The surgical task being performed tissue coagulation. There were no issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There were no cables visibly protruding from the distal end of the instrument. No protruding cable(s) one(s) that controls opening/closing of the jaws. No protruding cable(s) one(s) that controls up/down motion of the wrist. The cable was intact and cautery was not working. No, the instrument did not collide with any other instrument or tool during the procedure. No, the damage did not result in a fragment fall inside of the patient¿s anatomy. No media available for review.